Event description:
Patient was implanted with 2.4 lcp radial head plate and screw construct on an unknown date. Patient complained of elbow pain on an unknown date. Patient returned to the or on (B)(6) 2012 and all of the hardware was explanted. Patient was revised with 22mm radial head prosthesis. This is 6 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.